Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in australia, it was reported that on (B)(6) 2024 the patient experiencing an issue that infusion set needle stuck to her body and was currently at hospital for surgery. The patient got issue with skin infection and high blood glucose, diabetic ketoacidosis and coma when admitted to hospital. The patient when admitted to hospital the blood glucose level was 30 mmol/l. A ketone test was performed, showing a result of 3. The reason of hospitalization is surgery. No further information available.